Event description:
Distal ring blade of mollring cutter broke off during the cutting maneuver and remained in the vessel. Mollring blade left in the artery because it does not foresee any danger to the pt. No change in pt treatment was made. Pt is doing okay.

Manufacturer narrative:
The device was evaluated and we are able to confirm that distal ring was detached and a clean break was seen. The eval was inconclusive on the root cause of the device failure. However, the supplier was notified. The device history records for lot mol1014 review did not reveal any discrepancy to the complaint event during either the manufacturing or the packaging process. There are no unresolved issues.